Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis and subsequently passed away. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the peritonitis event and another indication. The same day the patient began treatment with intraperitoneal (ip) amkicine 200 mg, once daily and ip cephalotine 1 gram once daily. Two days after the peritonitis onset, the pd catheter was removed and the patient was switched to hemodialysis. Five days after peritonitis onset the patient passed away. The cause of death was reported as due to bacteria in the heart. An autopsy was not performed. The patient was not recovered from this peritonitis event prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.